Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations show critical override mode and unable to login. A technical support specialist applied knowledge articles and free up the space to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all station was in critical override. The customer stated that this malfunction occurred when trying to remove a medication to a patient and that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.